Manufacturer narrative:
It is obvious (to this MFR) from the visual examination that the catheter was subjected to at least one sharp instrument. The catheter would exhibit uneven jagged edges if the silicone material had "torn" these "nicks" were smooth suggesting they were the result of a sharp instrument being used near the catheter that accidentally cut the catheter.